Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated a lead impedance out of range alert. The analyst noted that 1382 lifetime sic are recorded beginning (B)(4) 2014. An out of trend subthreshold lead impedance alert occurred on 2014-02-19. There are two non-sustained tachycardia events recorded on (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.